Manufacturer narrative:
H11: the actual device was not available; however, two companion samples were received for evaluation. Visual inspection on the companion samples did not identify any abnormalities that could have contributed to the reported condition. All components are correctly placed and according to specifications. Pressure and clear passage under water testing were performed, and there were no defects observed that could generate the reported condition. Prime testing was also performed, with no issues. Functional testing including backflow testing was performed, and the set worked according to the procedure and the result was satisfactory. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink system continu-flo solution sets had blood backflow and medication that lagged at the end of patient infusion. Non-filter tubing sets were used to resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.